Event description:
It was reported that the osv ii low pro (product ID: 909712p) did not work on the (B)(6) pt. The pt's intracranial pressure (icp) was building up one day after the implantation of this valve and the pt also showed behavioral changes. The valve was changed on (B)(6) 2012 with a new osv ii low pro (product ID: 909700p) and the pt was reported to be fine after that. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.